Event description:
Healthcare professional reported that after injection by an unk injector with "juvederm" around the cheeks and chin, pt developed a "bacterial infection" 10 months later at the injection sites. "Antibiotics" were prescribed by an unk ER physician and hyaluronidase was provided by the treating physician reporter.

Manufacturer narrative:
At this time, despite multiple attempts to f/u with the reporting healthcare professional, info such as the lot number, product type, and injection date is unavailable. Device labeling: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Postmarket surveillance: adverse events with a frequency of 5 or more events were listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.